Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: baxter fibrin sealant patch, part# ni, lot# ni; johnson and johnson evical fibrin sealant, part# ni, lot# ni; unknown pds sutures, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: ¿ (B)(6).

Event description:
It was reported the bio-absorbable cranial fixation clamps fractured intra-operatively during a infratentorial craniotomy. Another pack of bone clamps was opened but were found in an unusable condition. The fascia sutures, fibrin patch and fibrin sealant that were already in place were removed to facilitate removal of the fractured cranial fixation clamps, resulting in a 20 minute delay. The patient was closed with pds sutures. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. The lacto 14mm rapidflap clamp (item# 915-0020, lot# 615760, qty 3) were not returned for investigation and no photos were provided. For these reasons, no visual inspections or functional testing could be conducted. The DHR for these products was reviewed, no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint for this item# 915-0020, lot# 615760. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.